Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump received a critical pump error alarm and pump error alarms. The customer's blood glucose was 105 mg/dl at the time of incident. The customer was assisted with self test and the insulin pump passed the self test. The insulin pump did turn off but tightening the battery cap turned on the insulin pump. The insulin pump received a power loss alarm and a critical pump error alarm. Troubleshooting was performed and the device will not return for analysis.